Manufacturer narrative:
Hamilton medical ag reference number: (B)(4). Follow-up 1: investigation outcome. Hamilton medical ag received the logfiles of the device for analysis. All important actions such as operator settings, actions and alarms, etc. Are documented in the logfiles. The log files confirm the reported issue. 2025-06-02 12:23:29 tf : 5502 tech fault 5502. 2025-06-02 12:23:29 audio paused off special 517. 2025-06-02 12:23:29 oxygen + air supplies failed supply 5017. 2025-06-02 12:23:28 nebulizer off special 501. 2025-06-02 12:23:28 standby on special 506. 2025-06-02 12:23:28 operating time: 21 hour(s) 0 minute(s) device 825. 2025-06-02 12:23:28 operating time: 737 day(s) device 826. 2025-06-02 12:23:28 power-on 2025-06-02 power 1. The issue (tf5502) was traced to a defective vu motherboard. The motherboard was replaced, and testing afterward confirmed that the problem is fully resolved. The unit is now operating normally.

Manufacturer narrative:
Hamilton medical ag reference number: (B)(4). Investigation ongoing.

Event description:
Hamilton medical ag received the following event description: the device alarmed with tf5502. No patient involved.